Manufacturer narrative:
The product was returned and visual examination found no malfunction.

Event description:
Related manufacturer reference number: 2017865-2024-03389, 2017865-2024-03391it was reported that the patient presented for a follow-up visit in the physician office with wound dehiscence at device pocket site. The device and leads were found visible from the opened incision site of the implanted device pocket. The physician explanted the entire system- pacemaker, right ventricular lead and right atrial lead to resolve the issue. The patient was in stable condition throughout the procedure.